Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was attempted to be removed on (B)(6) 2012 during an esophagogastroduodenoscopy (egd) procedure with stent removal. According to the complainant, the stent was implanted approximately one month prior to the stent removal procedure to treat a malignant esophageal fistula. On (B)(6) 2012, during the egd procedure with stent removal, it was noticed that the stent had migrated distally from its original location in the esophagus and the physician did not have "good access." Subsequently, the physician attempted to remove the migrated stent using rat tooth forceps. The physician grasped the retrieval suture with the rat tooth forceps; however, the suture broke. The physician was concerned with leaving the migrated stent within the patient; therefore, the patient was scheduled for a follow up procedure later that week to remove the stent. Clinical follow up confirmed that the stent was successfully removed using a double channel egd scope. The physician was able to pass two rat tooth forceps down the scope and grasp each side of the stent in order to remove it from the patient. There were no patient complications as a result of this event. The patient's condition was reported to be fine post procedure.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported issue of stent migrated. The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.